Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6, g1, h6.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.